Event description:
It was reported that insulin gauge on pump displayed an amount different than expected, and caller was currently experiencing a static fill estimate showing 100 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Technical support explained that this behavior could occur due to differences in measured pressures used to estimate insulin remaining and that the fill estimate would start decreasing once actual insulin amount matched the static value, and caller understood and acknowledged this information.